Event description:
It was reported that (1) tlv30 was used during a thoracotomy procedure. It was reported by the representative that the tlv30 stapler did not fire staple. The case was completed with a second tlv30. There was no consequence to pt.